Event description:
The customer observed imprecise control results on the vitros 250 analyzer using chol slides. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of pt harm as a result of this event.